Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that, about two weeks ago, the patient underwent shock wave therapy from their osteopath for their back, which was administered directly over the stimulator. It was believed that the therapy had triggered the stimulator and possibly damaged it. The patient had not used the stimulator for ten years and had misplaced the controller. The patient had begun to experience severe pain after the shock wave therapy. Initially, the pain was mild and they had thought it was something they had done while working out, but it progressively worsened, necessitating the use of severe painkillers. The pain was described as sporadic. There was a potential need for device removal, but the patient faced difficulties finding a provider in their area to assess and address the issue. It was also suggested that the neurostimulator might be depleted due to its age. Patient services provided information on controller replacement and compatibility, and directed the patient to follow up with a healthcare provider. The patient was also provided with physician listings and transferred to device registration to update their records.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.